Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were also not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. The reported products were reviewed for compatibility with no issues noted. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown , 42532007502 - tibia cemented 5 degree stemmed right size f - 63858806; 42521000510 - articular surface fixed bearing cruciate retaining (cr) right 10 mm height - 63609642; 42540000032 - all poly patella cemented 32 mm diameter - 63873126. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please  see associated reports: 3007963827 - 2019 - 00273, 3007963827 - 2019 - 00274, 0002648920 - 2019 - 00690.

Event description:
It was reported patient underwent initial right knee arthroplasty and subsequently started experiencing pain shortly after the procedure.